Event description:
It was reported that the patient was in the hospital in shock and had an intra-aortic balloon pump (iabp) placed, and a stent placed in their outflow graft on (B)(6) 2024. The patient continued to have a dilated left ventricle with the aortic valve opening every beat. It was noted that the clinic was considering replacing the pump. Log files were submitted for review and captured low speed advisories and low flow events from 1630 through 1647 when it was assumed that the iabp was placed. Several fixed speed changes were also noted throughout the log with the current speed set at 7000 revolutions per minute (rpm)s. There were no low flow events noted that would have been related to a patient clinical concern or obstruction. Pulsatility index values were between 2-3 and non-variable. Based on the log files data the device appeared to be functioning as intended. On (B)(6) 2024 it was noted that the patient was in the operating room for a pump exchange and the pump would return. An echocardiogram was performed in which the physician was unable to see laminar flow into ventricular assist device (vad) inflow. The left ventricle was unable to be decompressed with increasing pump speed and the aortic valve remained opening every beat with increasing pump speed. Due to these echocardiogram results the decision to exchange was made. The patient passed away on (B)(6) 2024 due to vasoplegia and end organ failure post pump exchange. The pump was functioning as intended and no additional information would be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b: date of death corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of vasoplegia and end organ failure could not be conclusively established through this evaluation. It was noted that the pump was functioning as intended and will not be returning for evaluation. The account indicated that no further information is available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.